Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. There was no death or serious injury related to this event. This is a report of an issue with third party (B)(4) when used with isite pacs. (B)(4) is voice recognition software used for dictating diagnostic reports for exams. The (B)(4) software has shown unexpected functionality in that an unexpected data input window appears in addition to the original window, which is not updating as expected by the user. Philips is further evaluating whether there is any patient health risk.

Event description:
Philips employee reported that customer indicated third party application (B)(4) window not updating with expected patient information.